Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump kept suspending basal delivery. Customer reported that sensor glucose value dropped below 75 mg/dl and blood glucose value was 115 mg/dl. No further details were reported. No harm requiring medical intervention was reported. Device will not be returned for analysis.